Event description:
It was reported that this patient presented to the emergency room (ER) and the health care professional (hcp) would like review of device data. Technical services reviewed the data and found this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohms. The patient did not have any symptoms. At this time, the cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).